Event description:
Distributor reported that customer's pump screen was broken. There was no reported impact to the customer's blood glucose level. The broken pump was set to be returned, and a replacement pump with a new serial number was issued.